Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console.

Event description:
A patient had a superdimension enb procedure on (B)(6) 2015. On 08/12/2016, the site became aware the patient passed away. The date of the death is unknown. No further details are known at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The site reported the date of death as (B)(6) 2015.